Manufacturer narrative:
(B)(4). The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar, with a kink in the hypotube located 26 cm from the tip and a kink in the distal shaft located 23 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 31-oct-2017. It was reported that guidezilla shaft got kinked. A guidezilla¿ guide extension catheter was selected for use. Upon preparation, it was noted that the shaft of the guidezilla was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation at the collar of the guidezilla.